Event description:
It was reported that a pump replacement took place due to a motor stall. According to the pump logs, a motor stall occurred on (B)(6) 2012 and recovered, on (B)(6) 2011 with another recovery, then again on (B)(6) 2011 without recovery. The patient had not had an MRI or been near any type of magnetic interference. The patient began to experience withdrawal symptoms and pain/back pain that pump was implanted. The pump explanted and implanted with new pump on (B)(6) 2012. The medications in the pump were dilaudid and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), product type catheter, product ID 8590-9, lot# n298490, implanted: 2011-(B)(6), product type accessory. (B)(4): final analysis of the pump found a pump-motor feed thru anomaly.